Event description:
Procedure robotic sigmoid resection. According to the reporter: the steps to fire the eea stapler were followed. Mated the anvil to the trocar of the stapler, the orange band was covered, the trocar and anvil mated to the stapler, green line was viewed, the safety was released, fired, heard crunch, the instrument was turned 2 full turns, heard the click and removed the stapler. The staples were not formed into the "b" shape for 80% of the circumferential portion of the anastomoses. Some formed on the posterior side near the rectum. The rectal stump was hand sewn. A second eea was fired. The second time there were poorly formed donuts in both the proximal and distal portions of the donuts. Half the anastomosis was oversewn, then inverted two layers of the final anastomoses to protect the integrity of it. A final rigid proctoscope was performed and no apparent bubbles were seen. There was unanticipated tissue loss and extended operating room.

Manufacturer narrative:
(B)(4).